Manufacturer narrative:
Date of event unknown as not provided. Lot # and catalog # unknown as not provided. (B)(4). Evaluation- no information regarding the event was provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on the patient's alleged injuries. If additional information is received, the report will be re-opened for further investigation.

Event description:
The patient allegedly received a cook gunther tulip filter on (B)(6) 2007 at (B)(6) hospital in (B)(6). The complaint alleges that the filter was placed by dr. (B)(6). The patient lives in (B)(6) and lived there at the time of placement. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
Investigation - evaluation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "vena cava perforation; venous stenosis; device unable to be retrieved; abdominal pain; leg pain & swelling". Cook will reopen its investigation if further information is received. Unknown if the reported abdominal pain; leg pain and swelling is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Based on the provided information, no product returned, and the investigation, a definitive root cause cannot be established or reported at this time.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2016 as follows: the plaintiff allegedly received a temporary cook filter implant on (B)(6) 2007 due to dvt following spine surgery. This filter was successfully removed on an unspecified date (plaintiff has requested medical records for the removal). The plaintiff then allegedly received a second cook filter implant on (B)(6) 2007 due to dvt; this second filter is the subject of the current complaint. The plaintiff alleges vena cava perforation, venous stenosis, device unable to be retrieved, abdominal pain, and leg pain & swelling related to this second filter.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient received the tulip filter on (B)(6) 2007 via the right common femoral vein on (B)(6) 2007. Per a computed tomography (CT) abdomen/pelvis: "findings: filter type: cook gunther tulip. Ivc stenosis: no. Filter position: below the renal veins. Filter migration: none. Filter fracture/bending: no. Filter tilt: no. Filter penetration: yes. Other findings: no. Impressions: the anterior strut penetrates 6 mm through the ivc wall. Sagittal image 76. The left strut penetrates 9 mm through the ivc wall. Coronal image 71. The posterior strut penetrates 8 mm through the ivc wall. Sagittal image 72. The right strut penetrates 9 mm through the ivc wall.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
Additional information received (B)(6) 2017: it is alleged in the pending lawsuit that pt suffers from vena cava perforation, the inability to retrieve, and other: venous stenosis.

Manufacturer narrative:
The following allegations have been investigated: venous stenosis. Unknown if the reported venous stenosis is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
Dated 13mar2018, abdominal/pelvic CT reports, "retrievable type ivc filter is again noted in expected location. The primary struts do extend beyond the wall of the cava. There is no adjacent inflammatory change or evidence of hematoma."